Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the sensitivity adjustment helped reduce the noise oversensing and the physician plans to continue routine follow-up appointments. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited low out-of-range pace impedance measurements and noise oversensing. When the device was checked after the alert, the impedance measurements returned to normal values. The device sensitivity was adjusted. The clinic plans to continue monitoring this patient. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the pacemaker was explanted and replaced for unrelated reasons approximately 7 months later. This chronic ra lead remains implanted and in service with the replacement pacemaker. Subsequent information was received that the replacement pacemaker and ra lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Noise and oversensing was observed in unipolar configuration and resulted in inappropriate atrial tachy response (atr) mode switches. The configuration was programmed back to bipolar and the physician plans to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.